Event description:
It was reported that pump battery depleted too quickly, which led to pump shutdown and caused customer¿s blood glucose level to rise to a high value above 500 mg/dl, although exact reading remained unknown. Customer delivered correction bolus using pump and did not require assistance from any third party. Technical support explained that average battery use of about 30% per day was within normal range and educated customer that insulin on board and maximum hourly bolus reset to zero whenever pump turned off or was reset, and customer understood, acknowledged, and was able to resume insulin delivery.